Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button cable was detached from the connector. The cause of the inability to activate the monitor is the detached cable. The root cause of the detached cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.